Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2009 and performed to specification, alongside random manual power ons, up to the 6th january 2013. The device recorded failed self-tests due to a low battery on 13th january 2013 and remained in fault mode until 7th may 2013, when a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.